Event description:
The pt was injected in the urethra with coaptite. The urethral bulking procedure was completed without complications. Post procedure, the pt has gone into urinary retention. A foley catheter has been placed within the pt's urinary bladder. No pt is stable.

Manufacturer narrative:
(B)(4). Attempts to gather further info from the injecting physician have been made. The injecting physician has not responded to further inquiry. The injecting physician has not provided the lot number of the coaptite product for this event. Boston scientific (bsc), the distributor of coaptite performed a ship history and identified probable lot number 1024675. The device history records for this lot was reviewed. All required testing specs were met prior to release; there were no abnormalities noted.